Event description:
Spontaneous communication from patient who reported that the tubing f275 detached from the needle set 3 times and she lost the medication. She is not sure how much she infused. No missed dose reported but pt may have received a partial dose. No adverse event reported; unknown if available for return; unknown if md aware. No further information provided. Reported to (B)(6) by pt/caregiver.